Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original box. The unit returned has tip bent, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip kinked and the polymer tip is detached approximately at 298,5 cm from the proximal end. Overall length could not be performed due to device condition. Overall length of the device and outer diameter (od) of distal tip could not be performed due to device condition. Od of middle and proximal section of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that tip detachment occurred. The chronically totally occluded stenosed target lesion was located in a heavily calcified anterior tibial vessel. A 300cm v-14 controlwire was advanced but the tip of the guide wire broke off. Snaring was attempted, however; it was unable to reach the detached component. The tip was not retrieved. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment occurred. The chronically totally occluded stenosed target lesion was located in a heavily calcified anterior tibial vessel. A 300cm v-14¿ controlwire® was advanced but the tip of the guide wire broke off. Snaring was attempted, however; it was unable to reach the detached component. The tip was not retrieved. The procedure was not completed due to this event. No further patient complications were reported and the patient's status was fine.